Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with cracked and bleeding lcd glass and minor scratched display window.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was damaged. The blood glucose was reported to be normal and did not require medical attention. Nothing further was reported.